Event description:
The patient contacted animas on (B)(6) 2012 alleging random loss of prime warnings once each day a few days each week for about one year. The patient reported 12 loss of prime warning the day of the call. The patient denied the pump losing power. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): review of the black box revealed multiple loss of prime warnings. On testing, an ez-prime operation was performed and was able to prime successfully. The force sensor was found to be out of specifications. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. The pump was opened for investigation with the force sensor plate found to be contaminated.